Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during a knee arthroplasty. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.